Event description:
Additional information was received from the rep and confirmed by a physician. It was reported that the pump was explanted because the patient expressed to the managing physician that there was an issue with the pump and catheter. It was reported that there was no issue during the procedure and the rep had not received post op details about the patient from the physician. It was reported that the pump was explanted the same day the catheter was explanted.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company rep regarding a patient receiving fentanyl (700mcg/ml at 560mcg/day), hydromorphone (4mg/ml at 3.2mg/day), and bupivacaine (11mg/ml at 8.8mg/day) via intrathecal infusion pump for spinal pain. It was reported that the patient was experiencing a loss of therapy, so they went in for revision. It was not known when the loss of therapy started. A dye study was performed and there was no free flow of csf. It was stated that when the catheter was removed crystallization was found at the top of the catheter. The entire catheter was replaced. No further complications were reported.

Manufacturer narrative:
H6. All previously reported patient and device codes will be updated/corrected to the following for this event: patient codes: c50526 and c3064 device codes: c63075, c133496, c63110, and c62823. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician reported incorrect dosing after refills in the reservoir regarding the issue with the pump. It was further reported the cause of the pump issue was an inflammatory mass at the catheter tipand the incorrect dosing. No further complications were reported.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s weight at the time of the event was unknown. It was reported the crystallization was at the spinal end at the tip of the catheter. The implanting physician reported it was an occlusion at the tip of the catheter. It was noted a new catheter was implanted and the previously implanted catheter was removed. In addition, a new pump was implanted, and the previous pump was explanted. The loss of therapy was resolved. The hospital had possession and pump was requested to give back to the patient for legal reasons. Representative was given no other information. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-apr-2019, UDI#: (B)(4). Eval code- conclusion code: 22 was updated/corrected to 67. Device codes: c63075 and c133496 are also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.